Manufacturer narrative:
Results: five unused samples were returned for evaluation. A visual/microscopic inspection revealed all samples were intact with no damage to the units or components and no anomalies that would hinder the needle from fully retracting. A functional test was performed on all five devices and all five needles fully retracted meeting no resistance. There were no anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to the reported failure. A review of the device history record revealed no reject activity relative to the reported defect. However, there was one quality notification for excessive gel with findings associated to the customer¿s reported failure. Conclusion: an absolute root cause for this incident cannot be determined as the reported retraction failure was not identified nor confirmed with the returned representative units. Of note, manufacturing was notified of the findings in the quality notification and appropriate corrective actions (i.e. Speed reduction of grip assembly back support cylinder) have been made to eliminate excessive gel during the manufacturing process. (B)(4).

Event description:
It was reported that after inserting a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter, the nurse pushed the button for the needle to retract but the needle did not retract. There was no report or injury or medical intervention.